Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the automated impella controller had an alarm that the medical team described as a ¿weird sounding alarm¿. The aic was not replaced due to the issue and there was no patient harm reported.

Manufacturer narrative:
Data analysis: automated impella controller (aic) event logs were unavailable (overwritten) the day after the reported complaint date. Aic logs showed that the initial device handshake was successful but later reported that ¿icm not ready for file receive¿. Device analysis: the "weird sounding alarm noise" reported in complaint was most likely due to pbm malfunction. This report is being filed as part of a retrospective review of historical records.